Event description:
It was reported that during an unknown procedure, the blue plastic obturator broke inside the stapler head, so a new stapler had to be opened. Surgery was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived in good visual condition and with the tip of the ancillary trocar lodged inside the anvil. After further analysis, it was noted that the locking springs on the anvil were scratched. This is consistent with grasping the anvil incorrectly. If torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. In addition, it should be noted that when attempting to reattach the detachable trocar, do not clamp across or grip on the locking springs as it will not release the ancillary trocar. The device was tested for functionality at the high-b setting using a test anvil and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. A batch record review was performed and no anomalies were found during the manufacturing process.